Event description:
Malfunction of the harvard ii dual syringe pump occurred in the or. This pump is used by the anesthesia dept at med ctr for cardiac and complex surgical cases. During such a case, the medication nitroprusside was not being delivered to the pt as needed. The pump had an error message of "pusher slip". The error persisted and the anesthesiologist was unable to trouble-shoot the problem. The pump was replaced. There were no adverse effects to the pt. The MFR's rep inspected the equipment and suspected motor gearbox failure. Further reports are pending.

Event description:
Add'l info rec'd from MFR 6/24/02. The root cause for the event was determined to be: a) defective gearbox, b) pump operator training. The motor/gearbox assembly was returned to the MFR for a failure analysis. The output gear has damaged/missing teeth; this causes stalling of the output shaft. In conclusion, the wear of the internal gearbox components indicates the gearbox to be at the end of its life. Continued to restart the pump and was unsure how many times he silenced and restarted the pump. The pump was repaired (motor replaced) and returned to the hosp. Life expectancy 5 years. Battery life will vary due to the effects of improper customer use/abuse. Corrective action 107 has been assigned to update the user's manual with a revised pusher slip definition. A preventative maintenance update letter is currently being developed and will be sent to existing customers. A note to replace "high-use" motors after 3 years will be included in the preventative maintenance update.